Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the 311 errors in the logs indicating the common computer controller (ccc) had converted to a non-clinical image of the software. The fse reprogrammed the system to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report they had a power outage and the system shut down. The customer tried to power it back on but kept getting a preventive maintenance message along with a 40096 error. The customer then brought in a vision side cart (vsc) from another system and were able to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the customer used another vision side cart and the procedure was completed robotically.